Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an irritation like a sun burn that is red with a burning sensation after contact of gel from electrode belt. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.